Event description:
A patient reported blood glucose results of "155 mg/dl", "336 mg/dl" and "315 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. No further details were reported.

Event description:
It was reported that the patient has expired after an implant duration of approximately 4.33 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.